Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Investigation confirmed that the keypad button symbols are worn.

Event description:
Patient's father reports that up and ok buttons are sticking and pump scrolls on its own. He reports pump requires several attempts to program. Arrow and ok are worn off the keypad. Patient does not clean pump.